Event description:
It was reported the dilator tip was found blunt during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported the dilator tip was found blunt during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.